Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bent stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample, and the stylet was returned with a t-lock and red warning hang tag. A kink was observed in the polyimide section of the stylet approximately 1 cm proximal to the distal tip of the stylet. The epoxy tip of the stylet was observed to be present and intact. A microscopic observation revealed the polyimide tubing was plastically deformed at the location of the kink; however, no breaks, tears, or other kinks were observed in the polyimide tubing. While the exact cause of the kink in the returned stylet is unknown, possible causes include excessive manipulation of the stylet prior to or during placement, stylet tip protruding from catheter during insertion, and advancement/retraction of the stylet against resistance. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the wire appears to come bent and seems to look like it's going to break." No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reew3142 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "the wire appears to come bent and seems to look like it's going to break." No other information was provided.